Event description:
Customer called stating that their meter was reading higher than the hospital meter. Patient received a result of 89mg/dl on their meter and a reading of 28 mg/dl on the hospital meter from the same test specimen. A review of the system was started on the phone. No problems were apparent during the testing performed. The customer was sent supplies for further testing (control and test strips). Customer will call back when they are ready for further testing.